Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported foot separation was confirmed. The reported failure to fire could not be confirmed as the device was returned with evidence indicating the anterior and posterior needle engaged with the respective cuffs. The reported malposition, device entrapment and difficulty inserting into the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error related deployment out of sequence. The returned device condition indicates deployment step # 4 (actuation of the lever to close the foot) was performed prior to completing step #3 (pulling the plunger out of the handle). Both anterior and posterior needle tips were engaged with the respective cuffs and because the needles were still in the deployed position when the foot lever was actuated, this resulted in splitting of the handle, interaction and damage to the posterior needle tip and ultimately, device entrapment. Attempts the remove the device in this condition further contributed to the reported foot separation. The link was returned separated which was not reported and appears to be consistent with cutting to remove the device from the anatomy. The sheath was returned separated in two sections, also not reported and appear to be damages that occurred due to device removal technique from the anatomy as a result of the reported device entrapment related to the observed deployment out of sequence. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: corrected lot # from unknown to 5020641. D4: corrected primary UDI number from (B)(4).

Event description:
Subsequent to the initially filed report, additional information received stating resistance was felt during insertion.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an impella procedure with a 6f sheath. Reportedly, when deploying the sutures, it was noted they would not retract. It was then observed the prostyle device was deployed in the tissue tract and had never reached the vessel. When attempting to remove, the device broke just below the foot plate. Hemostats were used to remove the broken pieces. It was noted the device came out in three pieces. A balloon was then able to achieve hemostasis by inserting and advancing from the left common femoral artery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.